Manufacturer narrative:
Telephone number - e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a 52 mm evoque procedure in the tricuspid position. During the procedure, the patient experienced an atrioventricular block iii during wire placement, which occurred before the delivery system was introduced into the patient, lasted approximately 45 seconds, and resolved after medical intervention. The procedure continued as planned. Following valve deployment at the annular level, with no ventricular deployment noted, a second atrioventricular block iii was observed. The patient remained intubated and a permanent pacemaker was implanted just after the evoque implantation was finished. As per information provided, the root cause of the event is related to evoque interaction with the atrioventricular node.